Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is currently unavailable.

Event description:
It was reported that the product didn't deploy after firing behind the capsule. Pulled back through the meniscus with little tension. Another product was used. No patient consequences. Action taken for procedure: device was removed and a new one was used. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. It was reported that the device deployed the implant successfully behind the meniscus, however when the implant was pulled back for tightening, the implant migrated out through the meniscus with little tension. No patient harm was reported, and the procedure was completed with another like device. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the product didn't deploy after firing behind the capsule. Pulled back through the meniscus with little tension. Another product was used. No patient consequences action taken for procedure:device was removed and a new one was used. Additional information from sales rep 03/15/2018: no surgical delay.